Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Solidified media was present inside of the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located in the proximal transition of the balloon. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issue with the blades. All blades were present and secure in their pads. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no issue with the hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon burst. The 11mmx2.5mm, 93% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 709 kpa for a few seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.

Event description:
It was reported that the balloon burst. The 11mmx2.5mm, 93% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 10/2.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 709 kpa for a few seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure.